Event description:
The event is reported as: the customer alleges that the rt (respiratory therapist) indicated that the device would not pass the leak test. The column was changed and the leak test was passed. No report of patient involvement/injury.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A DHR review could not be conducted since the lot number provided (01h1100471) is not a valid lot number. No corrective action can be established at this moment since the defective sample and a valid lot number are not available for evaluation. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed since the defective sample and a valid lot number are not available for evaluation. Physical sample is necessary to conduct a proper investigation. Root cause is unknown.